Event description:
During an ablation procedure, the proximal end of the obturator separated from the obturator body during the removal of the sheath's inner dilator. Interventional radiology was required for the removal of the obturator end for one patient. The obturator was able to be retrieved on a second patient without interventional radiology.